Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "the patient underwent a thoracoscopic lobectomy under tracheal intubation anesthesia on august 13. After the tracheal intubation, the catheter leaked during inflation, and the catheter could only be removed and replaced and reinserted, resulting in another injury to the patient's airway mucosa. The patient's vital signs were stable and there was no air leakage after the tube was changed." Additional information was received and clarified there was no serious injury to the patient. It was reported "when doing first tracheal intubation,there was an injury to the patient's airway mucosa (this situation happens for every tracheal intubation operation), then replaced and reinsert a new tube there must be second injury to the same place.". There was no desaturation and no medical intervention required other than replacing the tube. The patient's condition was reported as fine.